Event description:
Customer reported that the keypad was unresponsive. Customer replaced the batteries a few times and received a failed battery test alarm. Customer's blood glucose reading at the time of the call was 285 mg/dl and stated that the high was due to not being able to bolus. Customer has treated with an insulin pen. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. All operating currents were within specification. No unexpected low battery, off no power, or failed battery alarms were noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was found inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.